Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) lot number unknown. The subject device was reported to have broken during insertion and, therefore, may not fulfill its intended purpose. This device is not considered to have been implanted. The subject device screw head is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision for hip fracture nonunion on (B)(6) 2016, a cortex screw broke. The patient was revised to a 120 angle blade plate with four cortex screws. During the insertion of one of the cortex screw it broke at the head. The head of the screw was discarded and the shaft of the screw was retained in the patient's bone. The patient's postoperative condition was reportedly stable. This complaint addresses the broken cortex screw and retained fragment only. The need for the revision surgery was addressed and in related (B)(6). This report is 1 of 1 for (B)(4).